Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, patient experienced an unexpected cgm app shut-off between the transmitter and smart device. Reportedly, the patient set the smart device to auto-update apps. No additional patient or event information is available. Data was provided for evaluation. The reported unexpected cgm app shut-off was not confirmed via data. The root cause could not be determined post investigation as the allegation was not found. Labeling indicates: if the smart device is set to auto-update apps, the app will restart itself when an update is received, user must open the app to re-establish connection to the transmitter.